Event description:
Ocs test failure. Per customer "this occurred during training with staff. As far as I know we have not had any more problems." For investigation purposes 3 unused samples were received. First, visual inspection of received parts was performed and no irregularities was observed - no visible damages, parts molded completely. Next, ocs test performed, and we can confirm on 2 complaint samples the reported issue. Additionally, we performed a tightness test according to internal sop (sets filled with water, pressure 300 kpa/15 sec.) And no irregularities were found - lock plate was closing the tube successfully. We checked one retain sample from complained batch and no deviation was found - ocs test passed. Traceability of used release numbers of lock plate was performed and in addition two retain samples from batches 32234528 (us product) and 32223828 (non us) were checked - ocs test passed. Batch documentation was checked, and no deviation was found. Ocs test is being performed during final inspection, as a standard test for each produced batch with pump segment vp 500 (20 pcs per batch) - no deviation was found. Contact with supplier of lock plate was taken and information was provided that no deviation was observed during injection molding. Based on performed tests and obtained results we are not able to determine the root cause. No deviations were found with checking of retain samples and also with current produced batch. Further no irregularities detected during review of production documentation of the concerned batch (final product) and of the release-no of the raw material (lock plate) which was assembled. Failure was confirmed only on received samples for investigation, nevertheless visually we didn't find any deviation also closure test according to internal sop, showed no deviations. Based on investigation results we confirm this complaint, as we confirmed the failure with received samples for analysis. We can consider that it's isolated incident not a systematic issue. Remark: the failed ocs test is directly visible after starting the pump (the pump stopped further activities, no fluid can go through the product) a critical or serious injury is rather unlikely.no life-threatening situation are reported in case of an occurred ocs test failure by preparation of the medical device in the pump. No critical or serious harm of the patient, user or third person was reported. Complaints data were checked and until now there was no other reported complaints related to this batch and also to batches, where the same raw material was used.

Event description:
Ocs test failure per customer "this occurred during training with staff. As far as I know we have not had any more problems."

Event description:
Ocs test failure.